Event description:
Dealer states the hub lock cables will not adjust, they drag on the lock. Dealer states there is a grinding noise coming from the brakes. When the chair is in lock mode the bars with teeth are supposed to drop down and lock the chair in place. Chair will still move, teeth do not grab all the way.